Event description:
It was reported by the surgeon that the bi-polar hummeral head failed. The failure resulted in the humeral stem to become loose. Stem was press-fitted in original surgery. The surgeon explained that the bi-polar movement of hummeral head caused the gelenoid to erode and some discolored tissue. X-ray showed the eroded glenoid and displaced hummeral head. Patient was revised.